Manufacturer narrative:
The customer performed various calibration and qc checks without issue and washed the module. The investigation is ongoing.

Event description:
There was a complaint of a questionable lactate result for 1 patient tested with a cobas b221 omni s6 system. The questionable results were not reported outside the laboratory. The sample type was arterial whole blood. The patient¿s sample was repeated on a second b221. The patient¿s initial lactate result was 0.22 mmol/l; the repeat was 1.08 mmol/l. The lactate cassette used was lot 21513547 and had an installation date of (B)(6) 2022.

Manufacturer narrative:
The customer provided the cobas b221 omni s6 system log files from (B)(6) 2022. The log files from the date of the event were requested but not provided. Based on the provided data, the lactate cassette used was lot 21514247 and had an installation date of (B)(6) 2022. Also, the investigation found instrument and wash errors prior to patient testing. The customer replaced a fluid pack but no general hardware and fluidics test was performed. Per product labeling, a "general fluidics test" is needed to troubleshoot wash errors. The investigation reviewed the calibration and qc results and the results were stable and within the acceptable ranges. The investigation did not identify a product problem. The cause of the event could not be determined.